Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc trek 3.50x8mm. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, 80% stenosed mid right coronary artery (rca). Pre-dilatation was performed with a 2.50x12 mm trek balloon dilatation catheter and a 3.25x15 mm xience xpedition stent was deployed successfully. Post-dilatation was performed with a 3.50x8 mm nc trek balloon dilatation catheter. Angiographically the result was good and the patient was being transferred from the table when the patient complained of chest pain and the ECG showed st elevations. The patient was recatheterized and optical coherence tomography revealed a distal stent edge dissection that extended to both the posterior descending and posterior lateral (pl) branches. A 3.0x15 mm xience xpedition was used for treatment of the dissection in the pl branch, and a 4.0x33 mm xience xpedition stent in the proximal rca to the proximal edge of the 3.25x15 mm xience xpedition stent. No additional information was provided.